Event description:
It was reported that the customer had a high blood glucose level. Customer's blood glucose level was 600 mg/dl. Customer stated that she contacted her health care professional for her high blood glucose levels and has treated for them. Customer went to the emergency room and was wearing the insulin pump at the time of the visit. Customer was advised to disconnect from the pump. Troubleshooting was performed, but customer did not have the tubing clamp. Customer will be sent a tubing clamp and will have to call back to continue troubleshooting when they receive it. Customer stated that the site becomes irritated and swollen at the end of the second day, but the cannula is not occluded. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.